Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported after approx. 23 months implantation time, that oversensing in the ventricle channel was detected by home-monitoring. The lead was explanted and replaced by a new one.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13.5cm proximal to the df4 connector pin. All fragments were received for analysis. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to applied mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.